Event description:
During preparation, it was reported, the balloon deflated very slowly after inflation test. The device was not used in the pt.

Manufacturer narrative:
The balloon catheter was returned for eval with the guidewire. The balloon was tested for inflation/deflation and no defect was found. (B)(4).